Manufacturer narrative:
Findings: unit received with bleeding and cracked lcd glass. Pump received with minor scratched display window. Unit received cracked case display window corner. Pump received with cracked reservoir tube lip.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump's display screen is cracked. Customer's blood glucose reading was 204 mg/dl. Nothing further reported.